Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er420 instrument was fired 3 times (this appeared to be successful firings). On the 4th firing, the clips tips were not proximating properly and it appeared there was a scissoring effect. As the surgeon could not be sure that the clips had occluded the vessel properly, a new erca device was used to complete the case. There was no consequence to the pt. The affiliate also states that the tm also fired the device on the 28th of february in the presence of the theater manger and a distributor. These clips are included in the return for analysis.